Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing during the changing morphology of supra ventricular tachycardia. Some shocks did not convert. Technical services recommended some testing and programming options. The doctor is doing and ep study to address this. The system remains implanted. There were no additional adverse patient effects.